Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. .

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 202 mg/dl. The customer stated that when rewinding the device, the plunger came out all the way near the end of the opening. He stated that the device was exposed to x-rays. Troubleshooting was not able to resolve the issue. The device was returned for analysis.